Event description:
The user facility reported a patient was placed on impella cp for mechanical circulatory support. The patient had a previous retroperitoneal bleed prior to impella placement and was found to have a hematoma. Anticoagulation was held. The impella site was slightly oozy with a jp drain in place. The patient went into ventricular tachycardia requiring one round of cardiopulmonary resuscitation. The size is slightly oozy but soft with distal pulses present. The patient went into atrial fibrillation and amiodarone was started. The patient returned to normal sinus rhythm. The patient remains on a ventilator and has a vascular catheter placed. Pulses were lost in the bilateral lower extremities. The family ultimately withdrew care and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)."

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Tachycardia/ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Hematoma/ major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Paroxysmal atrial fibrillation: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.